Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units touch screen is not responding correctly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. In order to fix the issue, the fse that encountered the issue replaced the touchscreen and then completed the pm. The unit was approved for clinical use and returned to the user. The maquet failure analysis and testing dept. Received touchscreen assy. 12.1" with a reported unit failure of the touchscreen not responding well. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the touchscreen assy. 12.1" into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. The fat proceeded to perform the calibration of the touchscreen. The calibration of the touchscreen could not be completed. When touching the calibration points , the touchscreen would respond to some but not all calibration points. The fat was able to replicate the failure the customer experienced of the touchscreen not responding well. The touchscreen failed testing. Retaining the touchscreen in the fat per procedure.